Event description:
Reportedly, during testing, the ventilator froze and stopped ventilating. There was no pt involvement reported.

Manufacturer narrative:
The main board was returned to the manufacturer for investigation. The board was run in a test ventilator for nearly two weeks. The reported malfunction could not be duplicated. The ventilator operated according to manufacturing specifications. (B)(4).

Manufacturer narrative:
(B)(4).